Event description:
Caller reported an error with the continuous glucose monitor identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, and after this action, the error code did not reappear, allowing the caller to successfully start their sensor session.